Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1avr1-delsys / expiration date: 14-aug-2022 / serial#: (B)(4),UDI #: (B)(4). Device available for evaluation? No dev rtn to MFR? No. Device mfg date: 23-feb-2021. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) it was noted that the patient experienced pericardial effusion. The patient was admitted for additional day for observation. A tap was performed and drained. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.